Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detachment of the flush port. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During device preparation of the mitraclip delivery system (cds), the red cap was about to be placed on the flush port on the delivery handle when the port broke off and detached from the handle. There was no patient involvement with this device. Another cds was prepared without further incident. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. Based on the information available, a definitive cause for the reported detachment of device could not be determined. The investigation determined the reported broken flush port appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.